Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. According to the complainant, the patient presented with a "severely loose cervix." Approximately 2 minutes into the procedure, the physician noticed the fluid level decreasing. The physician aborted the case and noted a "slight thermal effect on the vaginal wall." The physician did not consider this even a first degree burn and no treatment was required. The physician was not concerned and follow-up with the patient after two weeks confirmed the patient condition as "fine".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.